Event description:
On (B)(6) 2012, pt reported the up and down buttons on the infusion device are defective. This was first noticed one week ago when she tried to move the infusion device piston rod by pressing the buttons. Pt has used this info device for 4 years and boluses at least 5 times per day. Pt reported the buttons feel "very mushy." The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.